Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump had a constant tone even after battery changes. Customer also reported that there may have been an unexpected restart error test alarm. Customer reported that insulin pump rested without a battery for about ten minutes. Customer was not able to view alarm history due to keypad not responding. Customer was advised to allow insulin pump to rest for two hours and to call if issue persisted after. Customer's blood glucose was unknown.